Event description:
The distributor reported that contamination was identified near the end of the tip of the drip chamber within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.